Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a really low blood glucose level at 20 mg/dl. Customer's husband found her passed out and he called 911. Customer treated with a glucagon shot. Customer stated that this was before you got the continuous glucose monitoring system. Customer has been having a lot of low blood glucose readings. Customer reported that she has gastroparesis and it takes an hour for her blood glucose to come up. Customer stated that she can drink corn syrup and it will take an hour for her blood glucose to come up. The paramedics were dispatched early (B)(6) 2012. Customer's blood glucose had come up to normal range when the paramedics arrived. Customer declined to be taken to the hospital. Customer had taken a little extra insulin via injection due to her blood glucose not coming down as normal. Customer was wearing the pump at the time of the incident. Customer declined troubleshooting and thinks that problem is with her, not the pump.